Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 400 mg/dl. The troubleshooting was performed. The customer was advised to rewind pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units, after adjusting the reservoir, patient continued prime and rewind process. The customer stated that the insulin pump did not alarm no delivery. The customer was advised that insulin pump is working as designed. The customer was offered to troubleshoot for high blood glucose but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.